Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with results obtained of 200 mg/dl fasting and non-fasting meter to meter comparison results of 78 mg/dl using truetrack meter and 47 mg/dl using another device and 97 mg/dl using truetrack meter and 67 mg/dl using truemetrix go meter. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Earlier on (B)(6) 2018, customer had obtained the result of 200 mg/dl fasting and daughter had given her 20 units of insulin; daughter then stated customer's blood sugar dropped. Daughter thought the customer was having a stroke because she could not lift her arm so she had called the emts. When the emts arrived, they tested the customer's blood sugar using their meter and the result was 47 mg/dl non-fasting. Customer then tested using her truetrack meter and obtained a result of 78 mg/dl non-fasting. The emts did not give customer any medications. Daughter had given customer some cola and some fudge. The emts had advised that they get a replacement meter. Customer then went and purchased the true metrix go meter. Customer had performed a back to back blood test non-fasting and obtained 67 mg/dl using the truemetrix go meter and 97 mg/dl using the truetrack meter. Customer and her daughter both use the truetrack meter. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is (B)(6) 2020 and test strips were opened 4 days ago and stored in customer's purse. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 15-may-2020: h6: updated FDA's method and conclusion codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI: (B)(4). Note: manufacturer contacted customer on (B)(6) 2019 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(4) 2019, in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with results obtained of 200 mg/dl fasting and non-fasting meter to meter comparison results of 78 mg/dl using truetrack meter and 47 mg/dl using another device and 97 mg/dl using truetrack meter and 67 mg/dl using truemetrix go meter. The customer's expected fasting blood glucose test result range is 100 - 150 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Earlier on (B)(6) 2018, customer had obtained the result of 200 mg/dl fasting and daughter had given her 20 units of insulin; daughter then stated customer's blood sugar dropped. Daughter thought the customer was having a stroke because she could not lift her arm so she had called the emts. When the emts arrived, they tested the customer's blood sugar using their meter and the result was 47 mg/dl non-fasting. Customer then tested using her truetrack meter and obtained a result of 78 mg/dl non-fasting. The emts did not give customer any medications. Daughter had given customer some cola and some fudge. The emts had advised that they get a replacement meter. Customer then went and purchased the true metrix go meter. Customer had performed a back to back blood test non-fasting and obtained 67 mg/dl using the truemetrix go meter and 97 mg/dl using the truetrack meter. Customer and her daughter both use the truetrack meter. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 11/30/2020, and test strips were opened 4 days ago and stored in customer's purse. The meter memory was not reviewed for previous test result history.